Event description:
It was reported that during a low anterior resection procedure, the teflon pad peeled off, could be removed. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info asked for but unk or not provided during initial contact. Info anticipated, but unavailable at this time.